Event description:
It was reported that the external pulse generator was not sensing properly on the ventricular side. It was noted that it would "sense even past set by 2." The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).